Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a scope communication error b30. The customer was asked to confirm the device involved with the reported issue during the initial troubleshooting after confirming using the videoscope cable exera ii with a 190 series scope. The customer was emailed the evis exera iii video system center quick reference guide (30).pdf for reference and was advised to follow all steps inside the guide. The customer was also instructed to power cycle both units after removing the videoscope cable exera ii when both units are off. The customer reported that the b30 error had cleared after the power cycling. As the issue was resolved, a device return is not expected.

Event description:
The customer reported to olympus that the evis exera iii xenon light source exhibited b30 scope communication error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not received. If additional information becomes available, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.